Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that a patient passed away on (B)(6) 2018 while in the hospital. The patient was wearing the lifevest at the time of the event. At 23:07:30 the patient degraded from bradycardia (40 bpm) to asystole. At 23:09:28 the patient transitioned to a sinus rhythm, then degraded to asystole before transitioning to atrial fibrillation (120 bpm). CPR artifact began to be performed at this time. The patient then degraded to vf. The patient was in vf for approximately five minutes before the patient was externally defibrillated by hospital staff. The CPR artifact prevented the lifevest from completing the treatment sequence and treating the vf. The patient was in asystole following the hospital's defibrillation. At 23:35:35 the lifevest delivered a treatment. The rhythm at the time of the treatment was obscured by CPR artifact. CPR artifact contributed to the false detection. The post-shock rhythm was vf with CPR artifact still present. A second lifevest treatment was delivered at 23:36:02 during vf. The post-shock rhythm was asystole with CPR artifact. The lifevest electrode belt was disconnected at 23:37:18. The patient was in an accelerated idioventricular rhythm at the time the electrode belt was disconnected.